Manufacturer narrative:
(B)(4).

Event description:
The customer alleges, at time of insertion, the distal tip of the catheter does not advance through the end of the peelable. The tip is cut. The peelable cannot penetrate the skin.

Event description:
The customer alleges, at time of insertion, the distal tip of the catheter does not advance through the end of the peelable. The tip is cut. The peelable cannot penetrate the skin.

Manufacturer narrative:
Qn# (B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 04/17/2018, was sent in error.